Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device three days post-implant, due to oversensing of non-cardiac noise/artifact while programmed to the secondary vector. The device was reprogrammed to primary. However, four months later the patient received new inappropriate shocks with non-cardiac noise as well as myopotential noise oversensing. In both cases, a connection issue, seal plug damage, or compromised electrode could be the cause of the noise. Technical services recommended extensive troubleshooting to try and recreate the artifacts, and performing x-rays to evaluate system placement, the connection of the terminal pin into the device header, and the integrity of the electrode body. The field representative reported that noise was not able to be reproduced during troubleshooting. X-rays would be performed, and a system revision was being considered. The field representative later reported that a surgical intervention was performed, where the electrode was reconnected to the device, with less tension placed on the electrode. The physician planned to continue monitoring the system performance and would consider a replacement procedure if the noise was not resolved. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.